Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens and the lens flipped over in the patient's left eye (os). The lens tore while being removed within the same surgery, with no patient injury. The backup lens was implanted with no problem. The lens was discarded by the facility.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - (other): lens discarded by the facility. Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (other): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - this complaint file states that the lens "flipped up upside down during insertion". There is no information to determine if there was any malfunction of the insertion system, but a work-order search showed no similar complaints. There is no information to determine if the flip was due to improper lens loading, or surgeon handling. A review of the device history record was performed and nothing was found in the manufacturing and packaging processes that could be identified as the cause of this complaint. The cause of the lens to not unfold correctly, is possibly due to improper loading or handling practices in the operating room. Based on the complaint history, work order search, medical review and device history record review, a possible cause of the event may be due to improper loading or handling practices in the operating room. (B)(4).